Event description:
Patient was undergoing transarterial chemoembolization (tace) procedure. Interventional radiology physician was using abbott vascular starclose device for arterial closure. The step 3 part of the device would not retract, and secondary release mechanism also did not work, so manual release with a kelly clamp needed to be implemented. This led to unsuccessful deployment of the closure device so manual pressure on the groin needed to be placed.